Manufacturer narrative:
The occurrence date was reported on an unknown date in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top of an exactamix 1000 ml eva tpn bag leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.